Event description:
A report was rec'd from the study that on the same date as the procedure, the pt experienced a neurological deficit described as transient ischemic attack. The onset was unk and the duration of the neurological deficit was > 24 hrs. The neurological deficit was dysartia. The event was fully resolved and the pt had a full recovery, with no deficit. Pta was being performed on an 85% lesion in the ostium of the left internal carotid artery (l6) of 21 mm in length in an 8.0 mm reference diameter vessel. The eccentric lesion was moderately calcified and circumferential. Vessel tortuosity by visual inspection was not documented. There was an occlusion of the contralateral carotid. The lesion was pre-dilated. An angioguard (lot# 70108507) distal protection device was used, deployed and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent (lot# 13370202) was successfully implanted in the target lesion without any malfunction. Total stented length was 40 mm. The residual diameter stenosis was 5%. ECG following the procedure was done. Maximum ck was 90 with a maximum upper control limit of 174. Ck-mb was 4.9 with a maximum upper control limit of 6.7 ng/ml.

Manufacturer narrative:
This device is not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt.